Event description:
A medtronic rep reported during a navigated posterior fusion spine surgery that the surgeon had bent the end of the tap by tapping through the pedicle and colliding with already existing implants in the vertebral body. The case continued successfully without use of this tap. No pt harm occurred.

Manufacturer narrative:
A replacement tap was sent to the site for issue resolution.